Event description:
A jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(weight unknown). According to the complainant, a plastic excess was noted on the tip which, in the opinion of the clinician, could cause a risk of tissue tear on the patient. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
As received, a visual evaluation found that the working length had one bend in it. The distal tip was found to be cracked and partially collapsed. The distal end of the device was also found to be twisted approximately 90 degrees. The bend in the working length was found 6.3 centimeters from the distal tip of the device. The crack in the distal tip was 1 millimeter in length and had caused a 1 millimeter section of the tip edge to start to peel away from the device. A functional evaluation found that an 0.035 inch guidewire introduced through the tip from the proximal end could be passed through the tip section. A review of the device history record revealed no anomalies.